Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported asystole remains unknown.

Event description:
During an atypical atrial flutter procedure (la and ra), the patient developed asystole which was successfully stimulated. While performing ablation of the left atrium, the patient had a vagal reaction causing asystole, which lasted 14 seconds. The doctor paced through the rv catheter to restore the rhythm and complete the procedure. No further complications were noted and the procedure was completed successfully.